Event description:
The customer's mother called to report that her daughter was admitted to the hospital due to high bg readings (400-467mg/dl). The mother stated that the pdm's bg history was giving conflicting information (i.e. The pdm recorded a low bg of 67mg/dl but her daughter never went low for the day in question; the pdm recorded no high bg readings but her daughter had at least six over 400mg/dl for the day in question). She admitted that the pdm had been knelt on and dropped, but the device had been working "ok" up until the day of the high bg's and hospitalization. No pdm alerts or alarms were initiated leading up to or during this episode. The device will be returned for evaluation. The daughter was admitted to the ICU and was scheduled to be released two days later.

Manufacturer narrative:
The pdm was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have directly caused or contributed to erroneous bg results. Testing performed on the bg meter confirmed that all bg readings were within the specified tolerance limit. Per the omnipod user guide, the user is instructed to confirm bg readings with another device before taking any action. In addition, the user is instructed to check their bg levels frequently, so they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.